Manufacturer narrative:
(B)(4). Batch # n4le9f. The analysis results found that the har9f device was returned inside its original package. Upon visual inspection of the package, the foreign body was confirmed to be a hair. Although no conclusion could be reached on how the hair was introduced inside the sterile package, it is possible that the hair adhered to the device during the packaging process due to static. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that there is a hair inside the sterile pack. Another like device was used to complete the procedure. There were no adverse consequences for the patient.